Event description:
It was reported by the customer that a pyxis anesthesia es system froze during a procedure, no specific task was being performed at the time and the device recovered after being rebooted. No other information was provided by the customer. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the application required a repair. After repairing the application, the device was monitored and no further issues were reported. The system functioned as intended.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 01-sep-2021 to 01-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device keeps freezing during a procedure. A technical support specialist repaired the application and rebooted the device to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that a pyxis anesthesia es system froze during a procedure, no specific task was being performed at the time and the device recovered after being rebooted. No other information was provided by the customer. There were no adverse events or injuries reported based on this event.